Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line during the initial drain while the home patient (hp) was connected. The care giver (cg) stated that the clamp on the patient line was not fully open at the time when the therapy was initiated. The cg was not sure if the patient line was fully primed when the hp was connected to the homechoice (hc). The technical service representative (tsr) advised the cg to end the therapy and start over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.